Manufacturer narrative:
Follow-up #1 date of submission 09/12/2014-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint was unable to be duplicated with investigation. Review of the pump¿s black box revealed a battery voltage decrease on the date of complaint. The battery compartment and battery cap were found to be undamaged and without evidence of moisture contamination. The pump¿s electric power draws were found to be within specification. There was no evidence of moisture, damage, or defect to the pump¿s internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.